Event description:
Complainant alleged that during biomed testing the device displayed a "pacer fault 117" messages. Complainant indicated that there was no pt involvement in the reported malfunction.